Manufacturer narrative:
This report is for two unknown pangea screws. Part and lot numbers were not provided by reporter. Additional device product codes are mni, mnh, kwp and kwq. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported the following event: it was reported that a revision surgery was performed on (B)(6) 2013 to treat two screws pulling out of the bone due to the patient's poor bone quality. This surgery also entailed a level t11-t8 extension from the first surgery using the pangea system, with dominos. The two screws that were pulling out were left in the patient. The first surgery entailed an illiac-l1 fusion utilizing the pangea system including 12 unknown pangea screws on (B)(6) 2013. This report is for two unknown pangea screws. This report is 1 of 1 for com (B)(4).